Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was flushed with the distal end of the shuttle cartridge covering the balloon proximal bond. The shuttle cartridge was retracted and resistance was felt during retraction. The shuttle cartridge tubing was dissected to expose the sealant. Blood was found on the outside surface of the sealant and the advancer tube was found engaged to the proximal tamp lock. The catheter, shuttle cartridge, advancer tube and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1234002) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed the vessel size >5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sealant was deployed, the technician encountered severe resistance and was unable to pull the sheath back. The technician deflated the balloon and removed the device. The patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. No further information is available.